Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 589, 600, 587 mg/dl. The customer was treated with the manual injection and changed their site, and their blood glucose was going down. Customer stated that they feel like the insulin pump was working properly and the issue was with the infusion sets. The insulin pump will not be returned for analysis.